Event description:
It was reported that when the devices were used during a laparoscopic colectomy, the devices were leaking co2. Opened another device to complete the case. There was no consequence to pt.